Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 43 mg/dl at the time of incident. Customer stated that they did not receive a calibration not accepted alert. Customer also stated they did receive a change sensor alert. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.